Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two blazer prime xp temperature ablation catheters used in the same procedure. It was reported that the catheter temperature reading remained unchanged. During a cavo-tricuspid isthmus (cti) ablation procedure, a blazer prime xp temperature ablation catheter was selected for use. Upon connection to the generator, the temperature displayed 21 degrees celsius and continued to display this temperature throughout preparation steps. After insertion inside the patient and first application, the temperature reading remained unchanged. The adaptor cables were replaced, but the problem was not resolved. A second blazer prime xp temperature ablation catheter was then used, which displayed a temperature of 22 degrees celsius, but also remained unchanged. A third blazer prime xp temperature ablation catheter was used, and the procedure was successfully completed without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Blocks b5, e1 (initial reporter title, first name, last name, facility name, address 1, city, zip/post code, phone, email), e2, and e3 have been updated with additional information received on march 30, 2026.

Event description:
Note: this report pertains to one of two blazer prime xp temperature ablation catheters used in the same procedure. It was reported that the catheter temperature reading remained unchanged. During a cavo-tricuspid isthmus (cti) ablation procedure, a blazer prime xp temperature ablation catheter was selected for use. Upon connection to the generator, the temperature displayed 21 degrees celsius and continued to display this temperature throughout preparation steps. After insertion inside the patient and first application, the temperature reading remained unchanged. The adaptor cables were replaced, but the problem was not resolved. A second blazer prime xp temperature ablation catheter was then used, which displayed a temperature of 22 degrees celsius, but also remained unchanged. A third blazer prime xp temperature ablation catheter was used, and the procedure was successfully completed without patient complications. The device has been received, pending analysis. Additional information received on march 30, 2026: no error messages were displayed. Following connection, the catheter temperature showed up at 21 degrees celsius and became stuck despite changes made during or after radiofrequency (rf) application.